Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the pt was transported to interventional radiology/computed tomography (ir/CT). The camino bolt intracranial pressure (icp) reading went blank. The user assessed the bolt and reengaged the external cables (camcabl) and turned off the machine. The bolt appeared intact. The camino came back on and provided a numeric reading along with normal icp waveform. The camino screen lost numeric reading a few more times but each time the user was able to obtain numeric reading after troubleshooting. In the surgical intensive care unit (sicu), the resident assessed the bolt and no issues were noted. The pt had baseline icp's and waveforms. The camino machine was changed out and taken by tsp (biomedical dept) for testing. There was no pt adverse event noted during this period. Add'l info was requested and on (B)(6) 2014, the following was received from the sicu educator: the pt's underlying medical condition was severe traumatic brain injury (tbi). The original 1104l catheter was implanted on (B)(6) 2014 at 5:30 am there were no problems noted with the icp readings prior to the pt being transported to ir/CT. The pt had been transferred multiple times from the bed to the stretcher. After about 5 minutes after the pt was transferred to the angio slab, it was noticed that the screen was not giving and icp value. The screen did not go completely blank. It had sashes where the numeric value should be for the icp reading and there was no waveform. After unplugging and reengaging the cables the first time, the numeric value came back up. The pt laid on the table with no add'l movement when the monitor lost the icp numeric and waveform again. The cables were disconnected and reengaged again, but it did not solve the problem. The monitor was then turned off and turned back on. When the monitor came back up, the numeric and waveform was back. The angio procedure was completed. The pt was transferred to CT for another procedure with no problems. The pt was then transferred back to her room in the sicu. As the pt was getting settled (transferred off of transport ventilator, connected to bedside monitor), the icp monitor again lost the numeric value. The cables were again disconnected and reengaged and the monitor turned off and then back on. The icp numeric and waveform came back after the monitor was turned back on. Other than the three instances of the monitor losing the icp numeric and waveform, there were no other problems noted. After the pt was settles and physician had done an assessment, the monitor was switched at approx 4 pm on (B)(6) 2014. No other problems were noted. The original cables were used after the monitor was changed. It was verified that the catheter was replaced by the resident at approx 7:30 pm on (B)(6) 2014. The original catheter was disposed of. The catheter that was sent to integra for eval was the replacement catheter. At the time the catheter was sent to integra, it was unk to the sicu educator that the catheter had been replaced on (B)(6) 2014. Further clarification requested from the customer regarding the serial numbers of the original and replacement catheters.